Event description:
It was reported that the customer went to the emergency room due to high blood glucose levels. It was stated that the customer was visiting his mother, and didn't have extra supplies to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.